Manufacturer narrative:
The device was discarded. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. On 06/30/2017: report was delayed due to an esg issue. Tickets (B)(4) were opened on 5/26/2017 and not resolved until 06/30/2017.

Event description:
Altis sling used in a case. Upon tensioning, the prolene suture snapped. A secondary device was used, but since the initial anchors were placed, seating the second sling was very difficult. The product was discarded and not available for review. Additional information from tm indicated; the physician has placed numerous slings, the suture snap was reported as highly un-usual. Information received on (B)(6) 2017: procedure delayed 30 minutes.